Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. During preparation, a 2.25x16mm promus premier¿ drug-eluting stent was selected to treat the lesion. However, upon removal of the device from the hoop packaging, the shaft broke. The device was completed procedure was completed with another 2.25x16mm promus premier¿ stent. No patient complications were reported and the patient's status was good.